Event description:
The report received from the affiliate states that the cannula tip of the outback catheter was not fully positioned inside the catheter. So the catheter could not be tracked along with the wire. The information states that the event occurred before use of the device in the patient. No additional information wsas provided.

Manufacturer narrative:
The report received states that the cannula tip of the outback catheter was not fully positioned inside the catheter. So the catheter could not be tracked along with the wire. The information states that the event occurred before use of the device in the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Analysis of the returned device did not confirm the complaint. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The cannula was received not deployed. The catheter measure 120.0cm of length usable and the cannula measure 11.50mm of length and the measures was found inside specification. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port then through the haemostatic rotating valve, and exit through the tip; no anomalies were detected. The unknown 0.014" guide wire was inserted through the tip and it exit through the guide wire port. The unknown guide wire was then inserted through the guide wire port, and it exit through the tip. Cannula could be fully deployed 11.50mm of length usable and retracted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "prepping difficulty-unable to retract needle" reported by the customer was not confirmed. Since the functional test was performed without difficulty, the catheter shaft/nosecone spins smoothly as the rhv was rotated and the cannula was fully deployed and retracted. The cause of the failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.